Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The consumer stated that her tampon had no string and remained inside of her. She visited the ER and the physician removed the tampon using a speculum. No medication was prescribed, however, she is taking advil for vaginal soreness.